Event description:
Revision due to failure of total shoulder replacement, irrepairable rotator cuff tendon tear, proximal migration of humeral head, and pain and inability to raise arm. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.